Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.new information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the e315 (unsupported scope) error message reported with the residual crystals at the gap of the endoscopic venting valve that were identified cannot be ruled out to be related to the chemical residues during the operation process. The condensation of this crystal will gradually damage the sealing of the internal channel of the venting valve joint. During the disinfection process, disinfectant is prone to seep into the interior of the light guide plug from the poorly sealed position of the venting valve joint, causing the internal circuit to become damp and short circuited. The residual water stains inside the plug unit are associated with the fault. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1:(B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device exhibited e315 scope error. The issue occurred during preparation before use inspection. The intended procedure was completed with another similar device. There was no delay reported. There were no reports of patient or user harm associated with this event.